Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "low flow due to over-lamination of foam to film due to temp controller set too high." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting zero flow while using arctic sun gel pads when tried to restart patient therapy. Patient went to MRI. Fr stopped, initial ip -0.5psi, system hours 7042, pump hours 6411. It was disconnected and reconnected the gel pads using proper technique. The left chest gel pad did not give an audible click after trying two different ports. Restarted therapy, but the machine primed and display stopped. Disconnected the left chest pad and tried restarting therapy again, but device primed and stopped again. Nurse stated that the patient was normothermic and the health care professional had already approved for patient to direct current therapy at patient discretion. The nurse explained that they could put the device in manual control and test each pad to see which one is possibly damaged and replace with a universal pad. Patient did not want to spend the time to do this and elected to end therapy instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was getting zero flow while using arctic sun gel pads when tried to restart patient therapy. Patient went to MRI. Fr stopped, initial ip -0.5psi, system hours 7042, pump hours 6411. It was disconnected and reconnected the gel pads using proper technique. The left chest gel pad did not give an audible click after trying two different ports. Restarted therapy, but the machine primed and display stopped. Disconnected the left chest pad and tried restarting therapy again, but device primed and stopped again. Nurse stated that the patient was normothermic and the health care professional had already approved for patient to direct current therapy at patient discretion. The nurse explained that they could put the device in manual control and test each pad to see which one is possibly damaged and replace with a universal pad. Patient did not want to spend the time to do this and elected to end therapy instead.